Event description:
The customer reported to olympus, the gastrointestinal videoscope had a reduced angulation. The issue was found during a general routine inspection. The device was returned for evaluation. During the device evaluation, foreign material was found at the bending section cover (a-rubber), bending section cover adhesive, and the control knobs of the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to deformation of the electrical connector (el-connector), water tightness was lost; due to damage on charged coupled device (ccd) unit, the specified resolving power was not obtained; due to damage on the charged coupled device (ccd) unit, the image had black dots; due to clogging of the nozzle, water removal ability did not meet the standard value; plastic distal end (c-cover) had a dent; connecting tube had a scratch and discoloration; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; right/left knob and up/down knob had foreign objects; grip and switch box had discoloration; suction cover had a scratch; universal cord has a scratch; protector of the universal cord on the suction connector side had a scratch; light guide cover glass had discoloration. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.